Manufacturer narrative:
A malfunction report is being submitted because the error in energy measurement of 21.2% exceeds the 20% limit as specified in 21 cfr 10.40.11(a)(1). The technician was able to re-calibrate the device to be within the specification.

Event description:
User reported white spots immediate after treatment. Spots dissipated with ice pack. Patient reported bruising like spots to area. The spots healed without medical intervention. Manufacturer's evaluation of device found that actual output energy was 21.2% greater than the settings on the laser.